Manufacturer narrative:
As reported in a research article, live three-dimensional multiplanar-reconstruction for advanced guidance of transcatheter tricuspid valve-in-valve procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: live three-dimensional multiplanar-reconstruction for advanced guidance of transcatheter tricuspid valve-in-valve procedure

Event description:
The article, "live three-dimensional multiplanar-reconstruction for advanced guidance of transcatheter tricuspid valve-in-valve procedure", was reviewed. The article presented a case study of a 65-year-old female patient with a history of rheumatic heart disease. It was reported that on an unknown date in 2018, a 27mm epic valve was chosen for off label tricuspid valve replacement procedure. It was then reported on an unknown date, the patient presented with lower leg edema with ascites. Transesophageal echocardiography (tee) noted mixed tricuspid regurgitation and tricuspid stenosis from prosthetic leaflet flail. A decision was made to perform transcatheter valve-in-valve procedure and a 26mm sapien ultra resilia was implanted. [(B)(6)].